Event description:
Ous MDR - routine f/u in (B)(6) 2011 found to have swelling at ppm site. Fluid drained 7 times since this date due to recurrent swelling. At f/u in (B)(6) 2012, decision made to explant because the atrial lead needed reposition. At explant, the pocket was noted to be inflamed.